Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed four openings on anterior and posterior side assessed surgical damage and observed two openings on anterior side assessed as fold flaw opening. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed total delamination on the plug strap disk shell assessed as adhesive failure. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. The device remains implanted. This relates to the right side. This relates to the right side.